Event description:
The patient reported sparking and exposed wires with the patient electronic unit. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.